Manufacturer narrative:
The investigation for the placement signal issue has been completed. Data logs were reviewed and were consistent with problem description -data log data showed downward drift of placement signal, and multiple placement signal low (#439) alarms. Imc logs were incomplete but combined with lt and rtlog data revealed multiple (few thousands) instances of ¿placement signal not reliable¿ condition, independent of signal drift. The root cause of the reported issue was due to defective optical pump connector.

Manufacturer narrative:
The automated impella controller (aic) has not been returned for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported placement signal issues on the automated impella controller (aic) during imeplla 5.5 support for 41-year-old male patient. Impella sensor failure error present on the aic.